Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer's blood glucose was 309 mg/dl. After removing the obstruction from the speaker holes, the alarm cleared. Additionally, it was reported that multiple occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. The customer's blood glucose was 300-539 mg/dl. The customer administered a correction bolus via the pump, a manual insulin injection, and changed supplies to address the bg. The customer reverted to an alternate method of insulin therapy.